Event description:
As reported, during an angiographic procedure, the rotating adaptor of the manifold is not turning correctly and is allowing air bubbles into the manifold. There has been no air injection or pt injury.

Manufacturer narrative:
Although, the device used in the reported procedure has been returned, the manufacturer has not yet performed a device evaluation, therefore, a failure analysis is not available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.